Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73a2100577 investigation did not show issues related to the complaint.

Event description:
(B)(6)2022 , clip was found broken during using on the patient.